Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug (unknown dose and concentration via an implantable pump. It was reported the reason for the call was to discuss whether the patient's volume discrepancies were in or out of specification. The hcp believed it was in specification. The hcp noted today ((B)(6) 2021) they expected 2.9ml and pulled out 9 ml. The hcp stated the last refill was at the "end of (B)(6) 2020" where they expected 2.7ml and pulled out 7.5ml. The hcp disconnected the call. No symptoms were reported. The event date was (B)(6) 2020. No further complications were reported/anticipated.

Event description:
Additional information received from a healthcare professional (hcp) reported the patient did not have any symptoms. It was stated the pump was refilled and programmed to at 40ml at both refills prior to the discrepancies. The cause of the volume discrepancies were not determined. No action/interventions or diagnostics or troubleshooting were performed. The patient was just sent home and was told to watch for symptoms. If symptoms were to occur, the patient was told to come back into clinic for more testing. It was noted that the volume discrepancies were not resolved. It was noted they will continue to monitor the patient and if there is a volume discrepancy at next refill further testing will be performed. The patient's weight was unknown. The pump and catheter were still in use/implanted. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.